Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, the horizon small clip applier instrument clip fell off easily. The procedure was completed. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the horizon small clip applier instrument was inspected visually prior to use with no issue. The clip applier instrument clip fell into the patient. The clip was retrieved during the same procedure. No post-operative test was performed. The patient did not return to the hospital.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the horizon small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.